Event description:
It was reported that failure to capture was observed on the right atrial (ra) lead due to dislodged. Diagnostic imaging was performed and a dislodgement was confirmed. The device was repositioned to resolve the event. The patient was stable and there were no consequences.